Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose levels reportedly rose to 625 mg/dl while wearing the pod on the leg longer than 48 hours. The patient¿s mother reported that the pod appeared to be functioning properly initially; however, the patient subsequently experienced elevated blood glucose levels despite administering bolus doses. The patient later noticed insulin leakage from the pod site. Reported symptoms included vomiting, sleeping throughout the day, and lethargy. The patient was diagnosed with dka. Treatment administered included intravenous (IV) fluids and an IV insulin infusion. In addition, a new pod was placed. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.